Event description:
As reported via legal documentation a female patient had a right knee replacement on (B)(6) 2011. Approximately 11 years and 7 months after the initial procedure the patient had a right knee revision due to prosthesis wear. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Op report (B)(6) 2023/ k mcguinness received via legal (B)(6) 2023. Postoperative diagnosis: failed right knee due to polyethylene wear. Findings: partial loose femoral and tibial components with mild to moderate amount of osteolysis behind the femoral component and around the tibial component. The patellar component was well fixed but also had a moderate amount of polyethylene wear. An ace wrap from toe to thigh was applied. The patient was awakened and transferred to recovery in stable conditions with no complications.

Manufacturer narrative:
D10: concomitants: 2031088, 200-02-35 - three peg patella 35mm. 1692843, 204-04-34 - trapezoid tibial tray sz 3f/4t. 2042025, 204-34-04 - fluted stem extension 40l x 14 mm. 8504716, 210-01-03 - nmc femoral sz 3. Pending investigation.

Manufacturer narrative:
Recall number: z-0019-2022. 1038671-2025-00060, 1038671-2025-00059, 1038671-2025-00057 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00060, 1038671-2025-00059, and 1038671-2025-00057. D10: concomitants: 2031088 200-02-35 - three peg patella 35 mm; 1692843 204-04-34 - trapezoid tibial tray sz 3f/4t; 2042025 204-34-04 - fluted stem extension 40l x 14 mm; 8504716 210-01-03 - nmc femoral sz 3. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.